Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the slide clamps of an unspecified quantity of bifurcated fluid transfer tube sets were ¿not clamping the set and liquid ran from one side to another because the clamps were not working thus contaminating the other bag with undesired solution¿. The issue was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.